Event description:
Report received from (B)(6) stating that the cutter could be inserted into the device. The date of the event is unknown. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental MDR will be sent. (B)(4).